Manufacturer narrative:
(B)(6). The fse confirmed the malfunction and replaced the red/white processor 2 card. The instrument was verified by running start up and quality control, with no further issues observed.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported the red/white processor 2 card prematurely failed on the coulter lh 750 hematology analyzer. No erroneous results were generated by the instrument. There was no reported injury in connection with this incident. A field service engineer (fse) evaluated the instrument at the facility.